Event description:
The customer cut their thumb while opening the control vial. The vial had been in use for 2 days and was not received damaged. The customer received two stitches and baseline bloodwork was drawn for rpr, hiv and hepatitis.